Event description:
Spontaneous report. Pt states the whisperject device button does not retract after she pushes it in when she tries to administer the dose this morning. Pt administered the glatiramer as a pfs, not able to use the defective whisperject device. The defective device is available for return. No adverse event reported no missed dose reported. Date of malfunction: (B)(6) 2024. Reported to (B)(6) by: patient/caregiver.